Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 22. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.